Event description:
The external pulse generator (epg) was returned to the manufacturer for repair after being dropped. The epg was analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) battery drawer is contaminated and broken. Battery contacts are compressed. Battery drawer o-ring is damaged. One case screw and one bail are missing. One bail cover is broken and the other bail cover is missing. The lens is broken and the ring is bent.